Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt delivers pulse below limit) has not been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor, so the low energy pulse was unable to be duplicated. The cause for the failure was isolated to a thermally damaged u713 component on the distribution node pca. The root cause for the damaged u713 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an electrode belt for an unrelated issue, a reportable malfunction was found.